Manufacturer narrative:
The device was returned to the manufacturer and an eval is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that the device would not stop running when the trigger was released. No further info was provided at the time of the complaint. The investigation is ongoing.